Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the insertion, the mid shaft fractured. The device was pulled out through the guide and the procedure was completed with a different device. No patient complications were reported.